Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the unicel® dxc 800 instrument, and identified the failure mode as bubbles in the ratio pump stack. The fse replaced the ratio pump stack to resolve the issue. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous sodium (na) patient results generated and observed bubbles in ratio pump lower chamber on their unicel® dxc 800 instrument. The erroneous patient results were not reported outside of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.